Event description:
Pih/pie over face 9 months post morpheus8 treatment.

Manufacturer narrative:
The patient complained to inmode about having pie/pih over her face 9 months post morpheus8 treatment. During the investigation it was revealed that the treatment provider is not an inmode customer and did not undergo a training by inmode. Treatment settings utilized by the provider were not in congruence with the recommended protocol. According to the patient, she was also recommended by the provider to apply vitamin c serum post treatment, which contributed to the inflammation and delayed the healing. Additionally, the patient underwent laser treatments at a different clinic after morpheus8 procedure on the skin that has not healed yet, promoting the inflammatory process. All these factors contributed to the delayed healing and the reported condition. 19-nov-2024: follow-up report is submitted with additional information and correction. D4- serial number was corrected. The provider has been established as inmode customer and received an official training by inmode. The device was inspected 1 year after the incident. The technical issue revealed during technical inspection was concluded to be not related to the incident, based on provider's confirmation that since the incident in (B)(6) 2023 hundreds of patients have been treated with no issues. Investigation concluded the root cause to be the incorrect treatment protocol utilized by the provider and multiple additional aggressive procedures and substances applied post treatment, which perturbed the normal healing process.

Manufacturer narrative:
The patient complained to inmode about having pie/pih over her face 9 months post morpheus 8 treatment. During the investigation it was revealed that the treatment provider is not an inmode customer and did not undergo a training by inmode. Treatment settings utilized by the provider were not in congruence with the recommended protocol. According to the patient, she was also recommended by the provider to apply vitamin c serum post treatment, which contributed to the inflammation and delayed the healing. Additionally, the patient underwent laser treatments at a different clinic after morpheus8 procedure on the skin that has not healed yet, promoting the inflammatory process. All these factors contributed to the delayed healing and the reported condition.

Event description:
Pih/pie over face 9 months post morpheus 8 treatment.